Manufacturer narrative:
The strips were received by qa in an unmarked non-bayer bottle. The control test was an average of 756mg/dl high out of spec. Blood test produced e21 and e22, indicating results were over 600mg/dl. High results were most likely due to the strips being stored out of the original container. Retention lot gave satisfactory performance with blood and control.

Event description:
The customer tested her blood glucose using 2 contour next link meters and received readings of 193 and 548 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.